Event description:
It was reported that the pt suffered from a sensorineural hearing loss. At the time of implantation, the pt's thresholds were already out of criteria, however, the surgeon decided to go for implantation. The pt had no benefit from her vibrant soundbridge, even though the device was working. Recently, the pt met another surgeon, who recommended to explant the device. In 2009, the pt was explanted and re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.